Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-08900. It was reported that the coil protruded from the catheter upon removal. A 20mm x 40cm interlock -35 and 12mm x 40cm interlock -35 were used for embolization of an intravascular internal leakage. During the procedure, a 20mm x 40cm interlock -35 was used as the first coil. After pushing most part of the coil out from the catheter, the physician thought that the coil was not in good position, so the physician tried to retrieve the coil back to the catheter. However, resistance was met during the retrieval of the coil and noticed that the interlocking arm was detached. Once the interlocking arm was detached, most part of the coil was inside the catheter. So the physician removed the delivery wire first followed by the coil and catheter together. It was noticed that a short part of the coil tip protruded from the tip of the catheter upon removal. A non-bsc catheter was used and another 12mm x 40cm interlock -35 was advanced. However, the same problem was met as a coil tip protruded from the tip of the catheter upon removal. The physician withdrew the delivery wire first followed by the coil and catheter together. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection were performed. The delivery wire was inspected and kinks were evident along the shaft. The zap tip shape and surface of the delivery wire was smooth. The interlocking arm of the delivery wire was inspected. The ptfe (polytetrafluoroethylene) at the weld joint was buckled/kinked. The delivery wire dimensions were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that an incompatible "5f johnson & johnson" catheter was used during the procedure. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii selective diagnostic catheter without side flushing holes.¿ (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08900 it was reported that the coil protruded from the catheter upon removal. A 20mm x 40cm interlock -35 and 12mm x 40cm interlock&#11123;5 were used for embolization of an intravascular internal leakage. During the procedure, a 20mm x 40cm interlock -35 was used as the first coil. After pushing most part of the coil out from the catheter, the physician thought that the coil was not in good position, so the physician tried to retrieve the coil back to the catheter. However, resistance was met during the retrieval of the coil and noticed that the interlocking arm was detached. Once the interlocking arm was detached, most part of the coil was inside the catheter. So the physician removed the delivery wire first followed by the coil and catheter together. It was noticed that a short part of the coil tip protruded from the tip of the catheter upon removal. A non-bsc catheter was used and another 12mm x 40cm interlock -35 was advanced. However, the same problem was met as a coil tip protruded from the tip of the catheter upon removal. The physician withdrew the delivery wire first followed by the coil and catheter together. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.